Event description:
Patient presented with pelvic pain 2 weeks post-essure placement. The physician performed laparoscopy and found that essure had perforated the fallopian tube. The physician removed both micro-inserts due to the location of the devices. Resolution of symptoms has not yet been confirmed.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(4) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(4) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017. Case summary: serious, related, listed. Patient presented with pelvic pain 2 weeks post-essure placement. The physician performed laparoscopy and found that essure had perforated the fallopian tube. The physician removed both micro-inserts due to the location of the devices. Resolution of symptoms has not yet been confirmed. Addendum: this case was converted from the conceptus database into argus on 03-sep-2013. The medical content of the case was not changed. Follow-up information received on 03-mar-2017: a physician additionally reported via (B)(4) that during laparoscopy it was observed that the essure was on surface of uterine tube on right and left, insert extended through tube on the left going towards the meso-sigmoid colon. Company causality comment: this spontaneous medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted she had pelvic pain and a laparoscopy was performed, during surgery it was noted that essure was on surface of uterine tube on right and left, insert extended through tube on the left going towards the meso-sigmoid colon. The laparoscopy was performed to remove essure, around 1 month after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. Fallopian tube perforation is a potential complication of essure insertion. In this present case, consumer presented pelvic pain and a fallopian tube perforation was detected by laparoscopy and micro-inserts were removed. Given event's nature fallopian tube perforation was considered related to essure. This case was regarded as incident since device removal was performed. The product technical analysis and further information has been sought.

Manufacturer narrative:
Case summary: serious, related, listed. Patient presented with pelvic pain 2 weeks post-essure placement. The physician performed laparoscopy and found that essure had perforated the fallopian tube. The physician removed both micro-inserts due to the location of the devices. Resolution of symptoms has not yet been confirmed. Addendum: this case was converted from the conceptus database into argus on 03-sep-2013. The medical content of the case was not changed. Follow-up information received on 03-mar-2017: a physician additionally reported via (B)(4) that during laparoscopy it was observed that the essure was on surface of uterine tube on right and left, insert extended through tube on the left going towards the meso-sigmoid colon. Follow-up information received 26-apr-2017: patient demographic data was added. She was (B)(6) at time of the adverse events. Her medical history included 3 pregnancies with 3 live births (3 c-sections; spontaneous miscarriages and voluntary termination of pregnancy were denied) and myocardial infarction in (B)(6) 2010. Essure was inserted on (B)(6) 2011 (date updated) neuroleptic analgesic was applied. After insertion patient was on cerazette. Uterine finds prior the insertion included: crypts of adenomyosis there was no difficult during essure insertion; the visualization of tubal os was easy and fluid loss during hysteroscopy was less than 1500cc. The procedure took less than 20 minutes and the patient had no complaints immediately after insertion. Essure confirmation test was not done. On (B)(6) 2011 the patient presented with abdominal pain. An x-ray and ultrasound were performed and revealed unilateral complete perforation (left): essure at sigmoid mesentery and partial perforation/embedment in the right tube: essure at the surface of the uterine tube. No organ or intra-abdominal structure was perforated. Due to patient request and medical need essure was removed (method of removal: laparoscopy) on (B)(6) 2011. The patient had recovered from the events. Company causality comment: this spontaneous medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted she had abdominal pain staring 8 days after insertion and pelvic pain. An x-ray and CT showed unilateral complete perforation: insert extended through tube on the left going towards the meso-sigmoid colon and partial perforation/embedment: essure was on surface of uterine tube on right (previously reported as "essure was on surface of uterine tube on right and left, insert extended through tube on the left going towards the meso-sigmoid colon" and clarified upon receipt of follow up information from the physician). A laparoscopy was performed to remove essure 17 days after placement. At the time of last report, patient had recovered. The reported events are anticipated in essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this present case, although the reporter stated that the insertion was easy, the patient presented with abdominal pain only 8 days after essure insertion therefore a causal relationship cannot be excluded (related). This case was regarded as incident since device removal was required. The product technical analysis is awaited.

Manufacturer narrative:
Case summary: serious, related, listed. Patient presented with pelvic pain 2 weeks post-essure placement. The physician performed laparoscopy and found that essure had perforated the fallopian tube. The physician removed both micro-inserts due to the location of the devices. Resolution of symptoms has not yet been confirmed. Addendum: this case was converted from the conceptus database into argus on 03-sep-2013. The medical content of the case was not changed. Follow-up information received on 03-mar-2017: a physician additionally reported via (B)(4) that during laparoscopy it was observed that the essure was on surface of uterine tube on right and left, insert extended through tube on the left going towards the meso-sigmoid colon. (Additional information: essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only). Follow-up information received 26-apr-2017: patient demographic data was added. She was (B)(6) years old at time of the adverse events. Her medical history included 3 pregnancies with 3 live births (3 c-sections; spontaneous miscarriages and voluntary termination of pregnancy were denied) and myocardial infarction in (B)(6) 2010. Essure was inserted on (B)(6) 2011 (date updated) neuroleptic analgesic was applied. After insertion patient was on cerazette. Uterine finds prior the insertion included: crypts of adenomyosis. There was no difficult during essure insertion; the visualization of tubal os was easy and fluid loss during hysteroscopy was less than 1500cc. The procedure took less than 20 minutes and the patient had no complaints immediately after insertion. Essure confirmation test was not done. On (B)(6) 2011 the patient presented with abdominal pain. An x-ray and ultrasound were performed and revealed unilateral complete perforation (left): essure at sigmoid mesentery and partial perforation/embedment in the right tube: essure at the surface of the uterine tube. No organ or intra-abdominal structure was perforated. Due to patient request and medical need essure was removed (method of removal: laparoscopy) on (B)(6) 2011. The patient had recovered from the events. Follow-up information received 12-jun-2017: device evaluation received. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-jun-2017 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed 592 cases. Embedded device. The analysis in the global safety database revealed 339 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.